Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and cross arm brake were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system intermittently would not boot prior to a case. No pt injury was reported.